Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for two pt samples when using the access 2 immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were not reported out of the lab. Repeat analysis was performed. The test results were within the normal range. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Samples were collected in lithium, heparin plasma separation tubes and centrifuged at 5000 for 5 mins. The sample tubes had the proper volume, the appearance was normal with no visible fibrin. After centrifugation the samples were poured off into insert cups before being analyzed. Quality control was within specifications prior to an after the erroneous results. A system check was performed on (B)(4) 2009 and passed. No errors were posted to the event log when the erroneous results occurred. On (B)(4) 2009, the field service engineer evaluated the analyzer and verified alignments. A system check was performed and passed. Qc and a reproducibility testing with pt samples all passed within specifications. Root cause was not determined. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for additional reportable events.